Event description:
It was reported to philips that the self test failed. There was no patient involvement. The remote service engineer (rse) spoke to the biomed regarding part ids and bench repair cost for the device. The remote service engineer (rse) provided a quote to the customer for bench repair and replacement parts, however, the customer did not reply to the quote. The device resolution data is not available. The device remains at the customer site and no further evaluation is required at this time. The work order was cancelled and if the customer is in need of further assistance a new service order will be opened and will be captured through philips normal complaint procedure